Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was a display problem before a procedure. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative observed that the display was dimmed due to moisture inside. The representative replaced the liquid crystal display (lcd) printed circuit board (pcb) module to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to moisture in the display. The manufacturer internal reference number is: (B)(4).